Manufacturer narrative:
Stryker evaluated the customer¿s device and was unable to verify or duplicate the reported issue. The device passed functional and performance testing and was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device caused bilateral internal thoracic artery injury after use. The patient involved in the report incurred a prolonged hospitalization.

Event description:
The customer contacted stryker to report that their device caused bilateral internal thoracic artery injury after use. The patient involved in the report incurred a prolonged hospitalization.

Manufacturer narrative:
Section g3 reportability awareness date of the initial medwatch report (MFR report # 3005445717-2023-00005) indicates: 12/20/2022. Section g3 reportability awareness date of the initial medwatch report (MFR report # 3005445717-2023-00005) should indicate: 11/15/2022.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. . Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker performed a clinical review regarding the reported issue. There is insufficient reported information to determine the device's contribution to the reported outcome.

Event description:
The customer contacted stryker to report that their device caused bilateral internal thoracic artery injury after use. The patient involved in the report incurred a prolonged hospitalization.